Event description:
Client reports that he was going down the ramp to his van when the chair tipped forward causing him to fall. He bit his tongue and cut his nose.

Manufacturer narrative:
The chair was built to the specs that the dealer gave us. The client felt tippy so the dealer ordered and installed a seat depth kit moving the client farther back. He still felt tippy. This is a mid wheel drive chair which is almost impossible to flip over in the straight forward direction. We think the client was just not comfortable in the chair and drove it off of his ramp. We have taken this chair back and have not found anything wrong with it. It seems to be a case of a mismatch between user and chair.